Event description:
It was reported that the pump touchscreen won't turn on. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. During troubleshooting it was discovered that the customer accidently placed the pump in storage mode. Cts helped customer place pump out of storage mode and customer continued to use pump for insulin therapy.